Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 10 SERIOUS INJURY EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A NEW EVENT OR FOLLOW-UP.  COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G., IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. (B)(4).

Event description:
(B)(6) REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR (B)(6) 2019 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES <NOE> 10 </NOE> SERIOUS INJURY EVENT.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4914818,I,SI,54,Edwards SAPIEN XT,9300TFX26,3190;5585448,I,SI,3,Edwards SAPIEN XT,9300TFX26,2993;5585448,I,SI,1,Edwards SAPIEN XT,9300TFX26,3190;5590619,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;5592655,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;5632341,I,SI,1,Edwards SAPIEN XT,9300TFX29,2993;5653925,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;5658733,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;5711980,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;5590764,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190